Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A case was reported for a patient who experienced a skin reaction at a pod cannula site following skin preparation with alcohol wipes. According to the parent, the event occurred approximately one year prior to case creation. The site was described as red with itching, a hard lump, and white discharge around the cannula, consistent with a local skin infection. Medical assistance was required, and the patient visited a general practitioner and was prescribed antibiotics. The initially prescribed antibiotic (penicillin) resulted in an allergic reaction requiring emergency care at a local hospital, after which an alternative antibiotic was administered. The infection resolved following treatment. The parent reported discontinuation of alcohol wipes, after which no further infection occurred. The parent was unable or unwilling to provide specific dates, confirm whether a pod was being worn at the time antibiotics were prescribed, or provide product identifiers. The affected pod was no longer available for return. No changes in blood glucose levels were reported in relation to this event; however, historical hyperglycemia up to 22 mmol/l (396 mg/dl) was noted in separate, unrelated travel incidents. Follow-up was discontinued at the parent¿s request, and the case was closed.